Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures and partial display. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The device will be replaced and returned.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments, partial display or lines on display noted. Device trace download analysis confirmed the insulin pump alarmed low battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Hardware low level failures error confirmed in the device history due to broken traces on keypad assembly.